Manufacturer narrative:
The company rep examined and tested the system and found it met specifications. Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported a corneal burn and provided the following info: right after the handpiece entered the eye and after he pressed the footswitch for the first time, he saw a whitish mass in the anterior chamber. Then he removed the handpiece and noted that the corneal incision was burned, with stomal necrosis. Before completing the surgery, the doctor decided to change the following devices: handpiece, cassette, balanced salt solution; sleeve and phaco tip. The intraocular lens has been implanted in the capsular bag. Incision was sutured with three sutures, but it was not watertight. Corneal graft might be necessary. Additional info regarding pt outcome has been requested. Additional info received indicates that the eye involved was the pt's right eye, and the corneal burn occurred during the sculpting phase of the grade 3 nucleus. The incision size was 2.2mm. The power was set at 90% ozil and 10% ultrasound. In order to reduce the aqueous humor flow, acetazolamide was used. An unnamed ointment was also used.